Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia and asystole shortly after implantable pulse generator (ipg) implant. Car dio-pulmonary resuscitation was performed. The device exhibited a possible oversensing problem resulting in no pacing output. The device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.